Manufacturer narrative:
Visual analysis of the returned device found the basket was retracted, the basket tip was intact, and the side car-rx presented pushback out of specification. The thumb ring was found detached. Further evaluation found the handle cannula have been pulled out of the finger ring portion of the handle assembly and had been pushed forward into the distal end of the handle assembly. Drag marks were present indicating that the cannula was forcibly pulled out from the set screws. The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. During use, the thumb ring receives only tensile and/ or compressive force(s) applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly occurs when force is applied perpendicular to the thumb ring/ handle assembly, forcing the thumb ring out of the handle assembly. However, it cannot be determined how much tensile force the handle cannula received during the procedure. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a lithotripsy procedure on (B)(6) 2017. According to the complainant, during the procedure, the handle cannula was found detached. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a lithotripsy procedure on (B)(6) 2017. According to the complainant, during the procedure, the handle cannula was found detached. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.